Event description:
The customer reported that the central monitor "hung" requiring the customer to restart the product. No patient harm was reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.